Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient was brought in for a follow up. The device showed that it had 1.5 years remaining. An inquiry was made to technical services. Technical services discussed that the battery status indicators can fluctuate depending on the lead impedances, pacing percent, and pacing outputs. The device had been implanted for five years, and the expected longevity for the device was six to six and a half years. Technical services discussed intensified follow up to ensure detection of elective replacement near and subsequently elective replacement time. At this time the device remains implanted. No adverse patient effects were reported.